Event description:
Related manufacturer reference number: 2017865-2020-09264. 2017865-2020-09267. 2017865-2020-11590. New information received noted that patient returned to the hospital on (B)(6) 2020 with a new infection on his temporary external pacemaker and associated right ventricular lead. Physician stated patient picked at their skin. The entire pacemaking system was explanted. Patient condition was stable after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Related manufacturer reference number: 2017865-2020-09264, 2017865-2020-09267. It was reported that patient presented with a pocket infection. Infection was related to patient not returning for implant procedure-related staple removal. Entire pacemaker system, including atrial and ventricular leads, was explanted on (B)(6) 2020. The pacemaker was then placed on the outside of the body with a single new right ventricular lead. Patient condition after the event was stable.